Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: patient stated he had a left tka done on (B)(6) 2018, he was implanted with stryker cement and competitor implants. Patient had physical therapy after surgery. On (B)(6) 2018 patient started to experience excruciating pain walking up and down the stairs. On (B)(6) 2019 he saw doctor and was recommend a bone scan, based on the results he was told he needed to be revised as the cement used was debonded and breaking up. Patient reached out to his primary surgeon and was revised. Patient had physical therapy. In mid (B)(6) 2019 patient started to experience excruciating pain. He went for an x-ray and a couple of days later he had an MRI and was told he had a fractured knee cap due to the cement breaking up and debonding. Two months ago patient stated he was walking down the stairs when felt a pop, could not lift his left heel up and experienced excruciating pain. He had an emergency MRI and met with his surgeon and was told he had scar tissue that had developed. Patient is still experiencing excruciating pain. Patient is seeking compensation. This pi is pain after revision update: as per patient, he has not had any procedures/treatments since his revision on 2019. He stated that he's still experiencing excruciating pain.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. The event of loosening was not confirmed. The reported event of scar tissue is not related to the simplex cement mix. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was invalid. Complaint history review: could not be performed as lot code information was invalid. Conclusion: the exact cause of the event (loosening) could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following was reported: patient stated he had a left tka done on (B)(6) 2018, he was implanted with stryker cement and competitor implants. Patient had physical therapy after surgery. On (B)(6) of 2018 patient started to experience excruciating pain walking up and down the stairs. On (B)(6) 2019 he saw doctor and was recommend a bone scan, based on the results he was told he needed to be revised as the cement used was debonded and breaking up. Patient reached out to his primary surgeon and was revised. Patient had physical therapy. In mid (B)(6) 2019 patient started to experience excruciating pain. He went for an x-ray and a couple of days later he had an MRI and was told he had a fractured knee cap due to the cement breaking up and debonding. Two months ago patient stated he was walking down the stairs when felt a pop, could not lift his left heel up and experienced excruciating pain. He had an emergency MRI and met with his surgeon and was told he had scar tissue that had developed. Patient is still experiencing excruciating pain. Patient is seeking compensation. This pi is pain after revision. Update: as per patient, he has not had any procedures/treatments since his revision on 2019. He stated that he's still experiencing excruciating pain.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. The event of loosening was not confirmed. The reported event of scar tissue is not related to the simplex cement mix. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was invalid. -complaint history review: could not be performed as lot code information was invalid. Conclusion: the exact cause of the event (loosening) could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following was reported: patient stated he had a left tka done on (B)(6) 2018, he was implanted with stryker cement and competitor implants. Patient had physical therapy after surgery. On (B)(6) 2018 patient started to experience excruciating pain walking up and down the stairs. On (B)(6) 2019 he saw doctor and was recommend a bone scan, based on the results he was told he needed to be revised as the cement used was debonded and breaking up. Patient reached out to his primary surgeon and was revised. Patient had physical therapy. In (B)(6) 2019 patient started to experience excruciating pain. He went for an x-ray and a couple of days later he had an MRI and was told he had a fractured kneecap due to the cement breaking up and debonding. Two months ago, patient stated he was walking down the stairs when felt a pop, could not lift his left heel up and experienced excruciating pain. He had an emergency MRI and met with his surgeon and was told he had scar tissue that had developed. Patient is still experiencing excruciating pain. Patient is seeking compensation. This pi is pain after revision. Update: as per patient, he has not had any procedures/treatments since his revision on 2019. He stated that he's still experiencing excruciating pain. Facebook comment received, "stryker manufactured defective high viscosity cement used in a total knee replacement which was done at hss. They did not take responsibility for this and subsequently I have had multiple revisions. Stryker will not take responsibility for their defective cement which has caused me lots of pain and suffering, multiple surgeries and hospital stays".